Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the trial worked well for the patient, but ever since the ins was implanted the patient had pain at the ins site. The caller stated that the ins site kept swelling up and nobody did anything about it. Eventually, the ins site got infected and the implanting surgeon didn't do anything about it, so the patient went to a different healthcare provider (hcp) and they opted to have the ins removed.